Event description:
Additional information was received indicating a revision procedure was performed and the right ventricular lead was capped and replaced. The patient was in stable condtion.

Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing and pacing inhibition was noted on the right ventricular (rv) lead. Provocative testing was performed and the oversensing of noise was able to be reproduced. Abbott technical support was contacted and the device was reprogrammed. The patient was in stable condition and will continue to be monitored.